Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, it was planned to cut the rectum twice, and when the purple cartridge was fired about 1 cm, it stopped and the error of [tissue thick] occurred. The error couldn't be avoided and it was trying to be pulled the cartridge back, but it didn't respond at all, neither forwards nor backwards did it work. The adapter and shell were removed and the adapter tool was used to rotate the cartridge to the right, but it was too stiff to move, then the surgeon phoned the sales rep. It was instructed by the phone that the adapter was inserted into cartridge again and the cartridge was back momentarily. When the adapter was removed and inserted again, the cartridge was back to the original position with no problem. After that, as the cartridge did not open, the button above the center control was pressed for more than 3 seconds, the cartridge was back to its initials and could be removed from the trocar. Rectal resection was completed using a another products. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. After the procedure, when the cartridge which stopped in the middle of the first firing was reassembled and fired it on paper, the "safety mechanism" did not work and it was able to fire. It was repeated several times and it fired with no problem. Since the second cartridge was already opened, the same action was done and the 1st firing was done as usual. "Safety mechanism" worked in the second firing, and the device stopped before firing.